Manufacturer narrative:
H3: product analysis of (B)(4) lot# ca17c041 visually confirmed that the tip of the instrument has been sheared off, consistent with interface during usage. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a manufacturer representative regarding the instruments used for mis-tlif therapy. It was reported that the tips were broken. And nav tracker wont slide on. There was no patient involved at the time of event. There was no fragment left inside the patient.